Manufacturer narrative:
The arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
During revision surgery conducted 2 weeks post-op for an unrelated issue (patient condition, extend construct an additional level), the surgeon noticed that two set screw were loose.

Manufacturer narrative:
The wear patterns noted on the returned product are indicative of a construct that was properly final tightened without any evidence of significant binding occurring amongst the construct components. Based on the provided evidence, the root cause of the reported loose set screw cannot be determined. It is possible that other components in the construct may have experienced a binding condition between the set screws and mating polyaxial screws which may have contributed to the surgeon's report of a loose set screw; however, these components were not available for evaluation.